Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6), 2025, for the treatment of jaundice. During the procedure, after several deployments, the device was unable to fire. The device was removed, and it was found that the rubber bands behind had folded and become stuck. The procedure was completed with a different device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2025, for the treatment of jaundice. During post-procedure/prior to discharge, after several deployment attempts, the device was unable to fire. The device was removed, and it was found that the rubber bands behind had folded and become stuck. The procedure was completed with a different device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code (B)(6) captures the reportable event of bands unable to deploy. Block h11: investigation results: the returned speedband superview super 7 was analyzed, and a visual evaluation revealed damage to the ligator housing teeth and overlapping bands. The slack had been taken up, and the handle showed evidence that the trip wire was properly secured to the post. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. The marks on the ligator housing teeth imply that the device might have been used with too much force, potentially causing the teeth to become damaged or perhaps this could be attributed to the way the physician entered the device through the patient, causing the teeth to become damaged and also affecting the functionality of the handle when deploying the bands. This failure mode may be related to the physician's technique or the handling of the device during band deployment. It is possible that the positioning of the device or anatomical tortuosity during the procedure affected the functionality of the handle. Additionally, depending on the technique used to grasp the varix or polyp with the ligator unit, the suture may have been displaced due to procedural movement, resulting in improper band deployment or overlapping bands. Furthermore, if an attempt was made to release the band from the suture, damage to the teeth may have contributed to the deployment issue. Therefore, the most probable root cause of this complaint is adverse event related to procedure.